Event description:
It was reported that the patient had a shocking or jolting sensation. The patient had been complaining about occasional jolts within the past two days. He noticed it when in bed and when in a recliner. No falls or accidents reported. The program had been at "3" so she moved it down to "6" and he hasn't complained since. Additional information received two weeks later from healthcare provider reports that there was fifty percent or greater symptom reduction. The cause of the event was determined and it was device related. No reprogramming needed. The patient wife was increasing stimulation at the time of shocking/jolting feeling. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3093-28, lot# va0l5jx, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).